Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge did not fit onto the pump. The cartridge was ultimately loaded on to the pump successfully. Subsequently, a cartridge change error message occurred during the load process. The customer reloaded the cartridge to resolve the issue. There was no impact to the customer¿s blood glucose.